Manufacturer narrative:
The other additional rx multi-link referenced is being filed under a separate medwatch report number. The device was returned for analysis. The reported deformation due to compressive stress was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The hypotube was separated. The fracture faces were oval shaped and jagged, an indicator of tensile overload at a kink or bend. The hypotube jacket was separated at the same location. The material at the separation was jagged. The stent implant had multiple bent and stretched struts. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during attempts to cross the calcified lesion inadvertent mishandling resulted in the reported kink; thus resulting in the reported failure to advance. Manipulation of the device likely resulted in the noted stent damages (multiple bent and stretched struts). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a calcified lesion in the left anterior descending (lad) coronary artery. During the procedure, both multi-link 8 stent delivery systems (sds) used in the procedure, the hypotube kinked during the attempt to cross the lesion. There was no adverse patient effect or clinically significant delay in the procedure reported. No additional information was provided. The device analysis found that both mulit-link 8 sds had hypotube separations.